Manufacturer narrative:
The meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The second number in the results field only showed two lines instead of showing a number. There was no allegation of an actual result misinterpretation.

Manufacturer narrative:
The meter was received for investigation. Visual investigation of the meter confirmed four segments in the results field are missing completely. The circuit board was tested for damage or contamination. The circuit board showed no contamination that could lead to the complained error. The device showed no customer mishandling. The missing segments suggest an interruption of a conductor track or a defective measuring module. The cause was narrowed down to a defective conductor track in the display by replacing the components.